Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the internal (B)(4) batteries, designators bt1, bt2 and bt3 from the analog pcb assembly would no longer take a charge.

Event description:
The customer initially reported that their device was displaying its attention icon. After being evaluated by physio-control, it was observed that the internal (B)(6) batteries within the customer's device no longer had any capacity to take a charge. Without the ability to take a charge, the device would not be able to retain sufficient power for effective defibrillation therapy. There was no report of any patient use associated with the reported issue.